Manufacturer narrative:
All of the buttons functioned properly during testing; however, moisture damage was found on the keypad during visual inspection. The unit powered up properly and there was no blank display. The unit had normal operating currents. There was no damage found on the lcd isolation tape. The unit was monitored and no battery out limit alarms occurred during testing. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a broken belt clip slot, and a reservoir tube cracked.

Event description:
The customer called in to report the display was blank. The customer changed the battery and received a battery out limit alarm. The customer was unable to clear the alarm and the keypad was unresponsive. The customer did not recall any significant events leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.